Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 4 years after dental implant was installed in intraoral region 19#, its loss of osseointegration was observed. The patient bone type ii and 40 ncm of primary stability was achieved.